Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an infection at the right groin site. The patient was noted to have continuous oozing at the site. The patient was discharged home and treated with antibiotics. The infection is considered related to the implant procedure and the introducer. The implantable pulse generator (ipg) remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.